Event description:
Shock impedance increased and was trending at 80 and is now around 104 ohms. The lead will be further evaluated with isometrics to look for any noise on far field. Device remains implanted. Should additional information be obtained, the report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.